Event description:
The customer reported the display on this monitor has missing segments. The beats per minute (bpm) third from right is missing. No pt harm reported.

Manufacturer narrative:
Covidien verified the customer's complaint. The user interface (ui) printed circuit board (pcb) was replaced. The device passed testing. (B)(4).